Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had invalid data messages. The device was turned off for palliative care. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid and the lead impedance data was missing/invalid. Lead impedance trends are invalid. Cardiac compass trend contains invalid data points. Battery voltage trend contains invalid data. Concomitant products: 5592-53 lead, implanted: (B)(6) 2007, 4543 boston scientific lead, implanted: (B)(6) 2007. (B)(4).